Event description:
The patient underwent cardiac catheterization of the left anterior descending artery (lad). A guide catheter and guidewire were used to access the target area prior to the imaging catheter. Angiography was performed, which revealed a lesion in the lad. At pullback of the imaging catheter, the patient developed chest pain and sinus bradycardia with st segment elevation. Hemodynamic collapse with no blood pressure and asystole ensued. Full cardiopulmonary resuscitation (CPR) was performed. The physician states, that angiogram performed at the time of collapse revealed the lad totally occluded proximally and assumed a dissection of the proximal lad. A failed attempt to restore flow with a stent was done. There was a concern regarding what appeared to be a distal occlusion of the circumflex artery (cx) and cardiac tamponade. The patient was transferred to the operating room for emergency coronary artery bypass graft (CABG). It was reported that the patient did not wean off the bypass machine and expired. There is no allegation of imaging catheter malfunction or causation.

Manufacturer narrative:
In reviewing the angiographic images taken during the imaging catheter positioning distal to the target lesion, nothing was remarkable. Immediately after the imaging catheter withdrawal, there was clearly a total occlusion of the proximal left anterior descending artery (lad) with some filling remaining in the left circumflex artery (lcx). There was no vessel perforation or clear evidence of proximal lad dissection. Based on all the cineangiography runs available, boston scientific cannot determine that this was an imaging catheter related-death but rather a peri procedural complication. Bivalirudin (angiomax) bolus 0.75mg/kg was substituted for heparin and administered about 3-minutes prior to wiring the lad and approximately 8-minutes prior to the imaging catheter advancement down the lad. According to the FDA, bivalirudin was approved for use as an anticoagulant in patients undergoing ptca, but it is intended for use only in patients receiving concomitant aspirin. A review of the device history record and a similar complaints review could not be performed since the lot number was not provided.